Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The tray was visually examined. The insertion tab of the paper cover was not observed in the tray. This condition indicates that the paper lid was not secured in the tray.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and suture was used. When the package was opened, before use on the patient, the paper with the written kinds of suture was missing on the base in the package. The suture was unable to be distinguished from others. There were no adverse patient consequences reported.